Event description:
Medtronic received information that 8 months following the implant of this transcatheter bioprosthetic valve which had been implanted valve in valve into a stenotic non-medtronic bioprosthetic valve, both valves were explanted. At the 6 months post procedure visit, echocardiographic evaluation determined there was severe aortic stenosis. Repair of the aortic root was performed and a non-medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed that pieces of host tissue were received with the valve. One leaflet was cut or torn. All leaflets were slightly stiff but flexible. A histopathology sample appears to have been excised from leaflet 1. Leaflet 3 showed cuts consistent with initial histopathology sampling. All commissures were intact. Remnants of glistening off-white pannus remained attached to the frame on the outflow. Remnants of off white thrombotic host tissue received with the valve are consistent for thrombus on the outflow. An unknown amount of thrombus appeared to have been removed on the outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue and no evidence of stent fractures. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition. (B)(4).